Manufacturer narrative:
B5; additional information received ; it was confirmed that the open stent graft (osg) was placed after the mini support spring at the proximal end of the valiant was cut and then the top section of the stent graft explanted. It was confirmed that there is no allegation against vamc3434c100tj stent graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two valiant captivia stent grafts were implanted during a zone 2 tevar for treatment of a 54mm thoracic aortic aneurysm. It was reported that the patient developed chest pain, and a retrograde dissection was confirmed. An emergency thoracotomy was performed. During the procedure, at the left common carotid artery site, the top stent portion of the vamf4040c150tj was found to have perforated through the artery. The stent graft was cut at the mini-support spring section, an osg (open stent graft) was placed, and suturing was performed. The patient's condition stabilized afterwards. According to the physician, the cause of the event cannot be determined. It was noted that the patient¿s history of steroid adminis tration may have compromised blood vessel condition, and ballooning of the proximal region during surgery may have contributed; however, the physician reported that neither factor definitively explains the cause.